Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided an introducer needle that was separated from the hub. A photograph of the damaged needle was also provided. Microscopic examination revealed very little adhesive in the hub and only a small area of adhesive on the cannula. A review of manufacturing records did not yield any relevant findings. However the probable cause is manufacturing related. Further investigation has been initiated at the manufacturing site.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the ICU during insertion of the introducer needle in the patient's subclavian vein, the hub separated from the needle cannula. As a result, a needle from a new kit was successfully used to complete the procedure. There was no reported delay, death, or complications to the patient as a result of this occurrence.